Event description:
It was reported that a system error (se) 2240/2367 (air in set) alarm occurred during drain 5 of 5 on the home choice (hc). The technical service representative (tsr) cleared the alarm and informed the home patient (hp) of the error's meaning. The hp would disconnect and do a manual exchange to complete therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) and the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.